Event description:
A us distributor reported that a patient was experiencing check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was isolated to an broken solder joint at the rear pulse wire in the trunk cable. The root cause for the damaged solder joint was excessive force. No adverse event resulted from the damaged electrode belt.